Event description:
It was reported that the patient called the physician complaining of fatigue and a pulse of 40 beats per minute. The patient presented that same day. No pacemaker activity was observed. When the telemetry wand was placed over the pulse generator, pacing resumed at the programmed ddd 60 mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.